Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the burr became stuck on wire. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 1.25mm peripheral rotalink plus and a peripheral rotawire guidewire were selected for use. During withdrawal, the brake defeat button and the dynaglide button were depressed to back out the rotalink system over the rotawire. However, it was noted that the technician had a difficult time removing the rotalink burr over the rotawire. A wet sterile sponge was used and it became a little easier to remove the rotalink system back out over the rotawire. The rotawire and the rotalink system were removed simultaneously without any other complications. The procedure was completed without replacing the device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: returned product consisted of the peripheral rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device presented no damage or irregularities. In order to determine the functionality of the rotablator device, additional testing was performed using a test rotawire. The test rotawire was able to be fully inserted and removed from the rotablator device with no resistance or issues. Product analysis could not confirm the reported event, as the test wire was able to be fully inserted and removed with no resistance or issues, and there were no damages or defects attributable to a stuck rotawire identified during analysis.

Event description:
It was reported that the burr became stuck on wire. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 1.25mm peripheral rotalink plus and a peripheral rotawire guidewire were selected for use. During withdrawal, the brake defeat button and the dynaglide button were depressed to back out the rotalink system over the rotawire. However, it was noted that the technician had a difficult time removing the rotalink burr over the rotawire. A wet sterile sponge was used and it became a little easier to remove the rotalink system back out over the rotawire. The rotawire and the rotalink system were removed simultaneously without any other complications. The procedure was completed without replacing the device. No patient complications were reported. The device was returned for analysis and evaluation was completed on 20may2022. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device presented no damage or irregularities. In order to determine the functionality of the rotablator device, additional testing was performed using a test rotawire. The test rotawire was able to be fully inserted and removed from the rotablator device with no resistance or issues. Product analysis could not confirm the reported event, as the test wire was able to be fully inserted and removed with no resistance or issues, and there were no damages or defects attributable to a stuck rotawire identified during analysis.